Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the provided information, it is likely due damage of parts due to deterioration/ deformation/ some kind of physical stress. The most probable cause of this complaint is a random component failure without any design or manufacturing issue. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had the curved rubber adhesive part missing. There were no reports of patient involvement.